Event description:
The customer reported that the joystick on the remote unit is not functional. No patient injuries were reported.

Manufacturer narrative:
The ge service rep checked the system over, and found that the joystick on the rui was not working properly. He removed and replaced the rui console. The rep checked operation by moving the c-arm with the joystick, and checking other controls on the rui. Everything is working as intended.